Event description:
A doctor alleged that a patient's precice nail broke; the patient had already completed their lengthening treatment.

Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided. The patient's existing precice nail was removed and the patient was implanted with a solid trauma nail, without incident. To, date the device has not been returned and no lot number was provided; therefore, no investigation can be conducted.